Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced heating at the ipg site when stimulation is on. As a result, surgical intervention may take place to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.